Event description:
It was reported that the customer experienced elevated blood glucose levels (302 mg/dl). Reportedly, the customer ate and did not deliver a bolus for the food that was consumed. Customer started on the pump prior to going through training, and without guidance from healthcare professional. Pump settings were set off an estimation of what they should be by customer.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.